Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for cervical/neck and non-malignant pain. The patient reported that starting about 2 weeks ago their stimulation has been going down their arm and they have been experiencing positional stim; if they lean backwards they get no stim and if they lean forward they mostly get stim going down their neck. The patient reported falling about a year ago (B)(6) 2016 where they fell off a curb backwards and hit their head. The patient stated that everything in their chest shattered, they had a chipped left shoulder and broke their left elbow. The patient had a six hour operation, was put in a brace, was given painkillers and had six months of physical therapy. The patient states that they can hardly lift their arm up to their shoulder now. The patient noted that they reached out to their doctor who is no longer there. The patient wanted to follow-up with a doctor/rep within the area. The patient was sent physician listings. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-04-17. The patient reported that a manufacturer¿s representative ¿fixed¿ the stimulation in his neck. No further complications anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient was to meet with a rep on (B)(6). Follow-up will be conducted at that time.